Event description:
The patient called in to report that she has had a week supply of 7 v-go devices that fallen off her body after only having it on for approximately 2 hours. The patient did confirm with the call center that she was preparing the infusion site correctly by cleaning the area with an alcohol swab and letting the area dry. The patient is placing the v-go on her abdomen area. The patient did discard all of the v-go devices in question. The patient was not able to provide the product lot number or expiration date of the v-go.